Event description:
It was reported that the keypad buttons were sticking for several days. There was no report of problems with programming or operating the pump due to the button issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint of sticking buttons could not be confirmed during the investigation. The "contrast" and "up" buttons were responding intermittently. After the keypad was removed, adhesive was observed under the button contacts.